Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the unit's two monopolar outputs was activating at the same time. There was no patient involvement.

Event description:
According to the reporter, when one of the unit's monopolar port was activated manually, the other monopolar port was also activated automatically. There was no patient involvement.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that checked for cross coupling leakage, leakage current values are within manufacturers specification. However, found monopolar 1 receptacle is not detecting the handpiece inserted. Need to replace mono 1 ufp receptacle with new one. Full servicing required including energy calibration. Performance verification tests and electrical safety tests required as per standards. Corrective action: unit cleaned and sanitized. Unit connected to vlex to download system logs. Unit opened and visually inspected all the parts inside the unit. All the pcba, connectors, cables, receptacles are disassembled and re-seated. Cleaned the excessive dust inside the machine. Replaced monopolar 1 ufp receptacle with new one. Energy calibration was carried out as per service manual instructions as a preventative measure. Performance verification test conducted as per manufacturers specification. Electrical safety tests conducted as per as3551:2012. All tests passed. Sw version:4.0.4.5. It was reported that there was monopolar port issue and self activation concern. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of, hand piece not being detected by the monopolar 1, that has no relationship to the reported condition. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.